Event description:
It was reported that the screen of the device turned gray, affecting the customer's ability to interact with the pump and read the screen. Customer's blood glucose level was not impacted. Technical support decided to replace the pump, confirmed the customer's details, and provided instructions for returning the faulty pump. The customer was informed of the need for a replacement and planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.